Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the catheter tip detached within the patient's superficial femoral artery (sfa). The physician had acquired contralateral retrograde femoral artery access. During catheter manipulations within the diseased sfa over an .035 guidewire, the catheter tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's sfa.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause could not be determined.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.